Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The power cord was frayed and the fuses would pop whenever the unit was plugged in.